Manufacturer narrative:
(B)(4). Product registration - correction. B3: date of event - additional. D4: catalog no - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that the receiver had no audio output. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).